Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation.it has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate MFR number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a diagnostic procedure. Reportedly, the proglide suture mechanism did not work. A second proglide device was used with the same results. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was not confirmed; however, a needle to cuff miss/suture retrieval issue was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: arteriotomy closure was attempted via a 6f sheath after a percutaneous coronary intervention. Reportedly with both proglide devices, the proglide suture failed to capture the artery. Manual arterial compression was applied to achieve hemostasis.